Manufacturer narrative:
Initial reporter phone number removed from grid (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen did not start up. There was no patient involvement.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the exterior of this customer returned v60 ventilator did not reveal any signs of damage or contamination. The customer¿s ventilator was booted into diagnostic mode and the touchscreen diagnostics were verified and passed. The customer¿s ventilator was booted up into normal ventilation mode and delivered breaths. The power was cycled on and off 15 times without producing any errors. The touchscreen was exercised by entering different menus and changing the settings. No errors were produced while making the setting changes. The customer returned v60 ventilator was allowed to run for approximately 2 hours and no errors were generated. The touchscreen was exercised again by entering different menus and changing the settings and no errors were produced while making the setting changes. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The touchscreen that was installed into the customer returned v60 ventilator was tested and no failures were identified.